Event description:
A customer reported experiencing persistent bubbles in the reservoir, despite efforts to eliminate them. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding any further actions or outcomes from the event.